Event description:
The customer reported that the system intermittently would not make x-rays. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray had switch wire was replaced during the service call. The system was tested and found to be working as intended and put back into service.